Event description:
It was reported that a vascular stent became twisted and narrowed in two different locations while the stent was being deployed in the superficial femoral artery. A 6mm pta balloon catheter was used to pre dilate the site. The delivery system was advanced using a contralateral approach without incident. After the stent was deployed, imaging demonstrated that the stent had become twisted and narrowed in two different locations. A 6mm pta balloon catheter followed by an 8mm pta balloon catheter were used for post stent dilatation in attempt to resolve the narrowing; however, proved unsuccessful. An 8mm stent was then advanced and implanted within the previously placed stent. Final angiography demonstrated suitable patency results of the treatment site. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The stent remains implanted. The delivery system was discarded by the user facility. Therefore, a sample eval could not be performed. The investigation is currently underway.